Event description:
The user facility reported that their reliance vision multi-chamber washer caught fire. No report of injury.

Manufacturer narrative:
Steris has requested that the unit's key components subject of the event be returned to steris for evaluation. The user facility has elected to purchase a new washer in lieu of replacing the washer subject of the reported event. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
Based on the technician's initial inspection and in conjunction with the evaluation conducted by the steris quebec engineering team, the reported event can be attributed to the overheating of the drying elements; however, a specific root cause could not be determined. The unit was replaced with a new unit. No additional issues have been reported.